Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error message (b30). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error (b30) due to moisture in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image appeared very pixelated during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.